Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean procedure, while wound closure, the device was found to be defective. The device was too kinked up inside the package. The needle broke off of the other package. There was no patient injury.